Event description:
The patient reported he has repeatedly been getting (04) occlusion error messages on his insulin infusion device for the last 2 weeks. During troubleshooting, the patient was instructed to disconnect from his infusion site and perform a bolus into the air. The bolus was performed without occlusion. The patient was then instructed to put the infusion device in the stop mode and he successfully ran a prime. The patient was sent a new piston rod and adapter as he stated his adapter and piston rod are over 1 year old. A follow up call was scheduled for 3 days later. On the second day, the patient called and reported he was still getting an occlusion alarm every time he tried to prime or bolus insulin. He stated "this one I've got is not running right." He stated his normal blood glucose readings are 70-120 mg/dl but that the readings have been erratic for the last 2-3 weeks due to the occlusion alarm. He stated he had a blood glucose reading of 20 mg/dl one night which caused him to have an insulin reaction. The patient stated his wife had to give him a glucagon injection to bring his blood glucose level up. The product was replaced and requested to be returned for evaluation. The patient did not require assistance from a healthcare professional or second party to address the issue.